Manufacturer narrative:
(B)(4). Articulation bands. The analysis results found that the ats45 device was returned with the left and right articulation bands damaged; a reload fully fired was present on the device. The returned device was tested for functionality with three tests reloads and it was fired in the three articulated positions; the device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the articulation band became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during a thoracotomy with lower lobectomy procedure, the device was placed across the pulmonary artery and fired. Once released, there was rapid blood loss. The device had cut but did not staple. The area was over sewed with suture. The patient received eight units of blood as a result. The device along with two white cartridges will be returned. These are all the details provided.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.